Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device was broken. A direxion microcatheter was used. Upon opening the device packet, it was noted that the device was already broken prior to anyone touching it. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device showed a separation of the nickel outer shaft approximately 25 cm from the strain relief. The device was not completely separated. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the device was broken. A direxion microcatheter was used. Upon opening the device packet, it was noted that the device was already broken prior to anyone touching it. There were no patient complications reported.